Event description:
At 1400 visit to pt home, pt's pump was alarming and pt had only received 1/2 of 9:00 am dose. Low battery showed in display. Supervisor during telephone interview by reporter indicated the battery was replaced. When went back to pt's home to re-program for 9:00 pm dose at 8:00 pm pt had received 1 1/2 doses of antibiotic. Replaced pump. Pt was receiving antibiotic for septic arthritis of right knee. The pumps are provided through an arrangement with another co. The defective pump would have been exchanged through them.